Event description:
The 4.5mm broad lcp plate 11 holes/206 mm broke approx 4 months post operative. Breakage was possibly due to pt slip and fall on ice. Plate was implanted in left femur mid-shaft.

Manufacturer narrative:
MFR date cannot be determined without a lot number. No investigation could be performed, no conclusion can be drawn as no device has been returned for investigation.